Event description:
It was reported that a malfunction alarm occurred with the code malf 12, but no notable events had occurred prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. Since the malfunction did not recur after this action, the customer was advised they could continue using the pump and to contact support if any further malfunctions occurred.